Manufacturer narrative:
Tw (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 new style c ring came detached from the metal rod. The irrigation tubing was still connected therefore the c ring did not completely detach from the device. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. No patient harm was reported. There was no delay. A second device had to be opened.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 03/10/2025. An investigation was conducted on 06/05/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws or heater wire. The cannula was observed to be intact. The c-ring was observed to be intact. The metal arm of the c-ring was observed to be attached to the base of the intact ceramic c-ring. No visual defects were observed. Based on the returned condition of the device as well as the evaluation results, however, the reported failure "break- c-ring rod support" was not confirmed. The lot # 3000447535. History record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.